Manufacturer narrative:
Investigation summary: a review of the customer data shows a possible elevated background to the patient sample but unable to fully determine. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a false positive sars result with a sample showing an atypical curve. Customer communicated the retest of the sample is negative and the negative result was submitted. Most patients are asymptomatic as they are tested for pre-op screening.